Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause of the max settings was determined, the most likely cause was not known. They stated they have an appointment with the healthcare provider on (B)(6) 2025.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back in regards to receiving a maximum settings message. The agent reviewed the meaning of message with the patient. The agent ensured that the patient had been maintaining a charge on their device. The patient was redirected to their healthcare provider (hcp) to further address the issue. On (B)(6) 2025 the patient called back in regards to the error message they had got maximum setting. They wanted to know what they needed to tell their doctor when they went to them. Reviewed the meaning of the message. Suggested if the doctor had questions they can call technical services.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, fecal incontinence. It was reported that that they are seeing a message that says maximum settings, and says this started a couple days ago. They said they let their battery die out, and when they went to adjust it, they started seeing this message. Pss had the caller connect to the recharger application and the caller confirmed that the ins was at 50%. Pss was not able to connect to the therapy application due to the tm90 not being charged. Patient says they haven't had any falls or trauma to the area. The issue was not resolved through troubleshooting. Pss advised caller to call ps back once the tm90 is charged to further troubleshoot. Pss reviewed that they may have to follow up with their healthcare provider if issue persists. Pss did not ask hcp name during the time of the call but left a voicemail to provide next time they call ps.